Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included transient health effects without hospitalization. Investigation included an attempt to contact the user to obtain additional event details and blood glucose information. Investigation of this case revealed no device malfunction or component issue was identified due to insufficient information, and the event remained unassociated with a specific device problem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.